Event description:
Patient admitted to the hospital on (B)(6) 2009 for placement of balloon pump and elective ventricular assist device placement scheduled for (B)(6) 2009. Recent hospital admission on (B)(6) 2009 with symptoms of low output. Hemodynamic finding were suggestive of volume depletion which responded to withdrawal of medications. Patient was short of breath with anything, the most mild exertion. Left vad placed (B)(6) 2009. First post operative day developed fever of 101.1 f and leukocytosis. On (B)(6) 2009, patient developed decreased flows despite increasing blood pressure. Patient returned to surgery on (B)(6) 2009 for suspected heart mate ii inflow graft obstruction. Echo during surgery showed an improvement in the amount of flow to the cannula instantaneously. Post explants exam revealed that the dacron graft had collapsed into the lumen of the ventricular cannula resulting in a significant reduction in flows. Potential contributors may have been the expansion of the coseal within the flexible portion of the ventricular graft and/or very high flow requirements associated with large patient size. Baxter initially deemed the case not reportable. Received an email from (B)(6) with additional information 01-apr-2010: coseal was used to preclot the graft of the heartmate ii ventricular assist device before it was implanted into the patient. The patient was on bypass when the ventricular assist devise was inserted. Coseal was applied to the inflow and outflow grafts of the heartmate ii vad. It is unknown how much volume was applied to each. A total of four 8ml kits and five 4ml kits were used. The coseal was applied to the outside of inflow and outflow grafts of the vad the original event description mentioned "pushed on the graft." The reported clarified that coseal was pushed in between the graft and the outer seal. Decreases in blood flow were first noticed 12 hours after insertion of the device. The cell salvage system was used concomitantly with the application. The reporter was asked if compression was used instead of approximation. The reporter was unsure of what was meant by compression. After receipt of the additional information, baxter deemed the case not reportable additional information received from thoratec (manufacturer of the heartmate ii ventricular assist device) on 10-aug-2010: according to (B)(4), "uneventful insertion. Actually, this insertion happened before the above patient was done and inflow obstruction was determined." Patient watched closely over the weekend. Sunday evening (B)(6), flows began reading (---). Previous vad flows high 3's, low 4's. Patient added as emergent inflow conduit replacement for monday morning (B)(6). Resulting flows after replacement of inflow conduit and off cpb: high 6's. (Rpms 10000-10200)". Pictures of the hmii were also provided for evaluation.

Manufacturer narrative:
(B)(4). Baxter medical assessment: the additional information received clarifies the root cause of the event, but does not change the previous causality assessment and case reportability. (B)(4).

Manufacturer narrative:
(B)(4). Baxter medical assessment: this is one of four reports of inflow conduit obstruction received from thoratec, the manufacturer of the heartmate ii, ventricular assist device. Postexplant exam revealed that the dacron graft collapsed the lumen of the ventricular cannula, leading to significant reduction in flows. The IFU for the heartmate ii system clearly describes protecting the openings of the inflow conduit and preventing entry of the sealing material used inside the conduit or on the threads of the screw ring. Given the postexplant findings, there is no question that coseal contributed to decrease in flow through the inflow conduit. Based on new received clinical details the graft occlusion has been caused by the use of coseal. What is missing is any details on the application technique used which are needed to understand why coseal entered the inner lumen of the inflow conduit. Given the known hydrolysis and swell profile of coseal, the volume applied (52ml of product) may be the key potential contributor to the serious adverse event. Given the respective warnings in both the coseal and heartmate ii ifus, there are no deficiencies of the product labeling. (B)(4). A follow-up report will be submitted upon receipt of additional information.

Event description:
Additional information received from a conversation between baxter medical affairs and the user facility on 05-oct-2010: had a teleconference this morning with the risk-manager and a staff perfusionist at st (B)(6) hospital. The perfusionist described to medical affairs how coseal was used in the case. Coseal was sprayed (and still is) in the outflow graft of the heartmate ii device and applied to the inflow graft assembly. Although the perfusionist could not tell medical affairs exactly the volume used in the inflow grafts he described the application technique as "squirted until it came out." His explanation of the pathophysiological mechanism underlying the low output syndrome observed on these two cases is consistent with graft collapse following the application of coseal and expansion within the inflow graft assembly. In addition, he informed that this was indeed the mechanism suggested by a thoratec representative who came to deliver a presentation (date not available). Since this case, the use of coseal remains limited to the spraying of the outflow graft. For the inflow graft they returned to an old in-house preparation and technique that involves the application of thrombin, calcium and cryoprecipitate.